Event description:
Provider alleges the consumer alleges the joystick was sparking and allegedly caught fire.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges the consumer alleges the joystick was sparking and allegedly caught fire.

Manufacturer narrative:
Per provider the unit is working and the customer is happy. Never received parts back for evaluation. Updated the "date recieved by manufacturer".